Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she was hospitalized due to a low blood glucose reading of 40 mg/dl. The customer stated that she experienced hypoglycemia due to not eating. The customer also reported no delivery alarms prior to the event. Troubleshooting was performed, and the insulin pump passed the prime test, but failed the high pressure test. Advised that the insulin pump would be replaced.